Event description:
This lv lead was explanted due to failure to capture and lead fracture. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. An extraction aid was found in the lead. The analysis revealed a damaged insulation 2 cm proximal to the lead tip, which most likely resulted from the extraction procedure due to tensile stress. However, the definite root cause of the reported loss of capture was not confirmed. The conductor coil did not show any fracture. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.